Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead helix was unable to fully extend. The physician attempted to reposition the lead; however, the helix became embedded in the tissue. Subsequent attempts to retract the helix were unsuccessful, and imaging confirmed that the helix was damaged. The physician attempted to remove the lead, but the attempt was unsuccessful. As a result, the lead was not used and was replaced during the same procedure. The patient remained stable throughout the procedure.